Manufacturer narrative:
H11: the initial complaint was submitted with 20 september 2025 as the date of awareness. After further review, it was determined the date of awareness for this event is 22 september 2025.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during maintenance the catheter was found to be leaking, and then the catheter was found to be ruptured.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking device is confirmed; however, the exact cause is unknown. One video of a powerpicc was returned for evaluation. An initial visual observation of the video showed an implanted catheter. A leak was observed in the catheter shaft near the insertion site. No details of the leak site could be discerned in the video, and no additional damage was seen on the device. It was noted that the device was not secured to the patient. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.